Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a response issue with the ok keypad button. No further information was provided and troubleshooting could not be completed. This complaint is being reported because the reported issue was not resolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 07/30/2014-additional information: additional information was received from the reporter that the up button was also under-responsive.

Manufacturer narrative:
The device was returned and evaluated by product analysis on 09/02/2014 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed the ok keypad button was intermittently responsive. There was evidence of keypad contamination found under all key contacts.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.